Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece with helix retracted. The helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.

Event description:
It was reported that during initial implant procedure, helix of patient's new lead was not able to be extend prior to putting inside the body. The lead was not installed and the procedure was completed using an alternate lead on 19 jan 2024. The patient was stable.